Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('flank pain') in an adult female patient who had essure (batch no. 247707-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and breast cancer. Concurrent conditions included paratubal cyst, right lower quadrant pain, hypertension, amenorrhea, uterine bleeding, morbid obesity and adenomyosis. The patient also had a family history of breast cancer. Concomitant products included ibuprofen and norethisterone (micronor)(B)(6)2012 to (B)(6)2013. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2015, the patient experienced alopecia ("hair loss"). In (B)(6)2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). In (B)(6)2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6)2018, the patient experienced endometriosis ("other injury (ies) or complication (s) : endometriosis"). On an unknown date, the patient experienced flank pain (seriousness criteria medically significant and intervention required), uterine enlargement ("other injury(ies) or complication (s) please describe: enlarged uterus") and osteoarthritis ("osteoarthritis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6)2018. At the time of the report, the flank pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, uterine enlargement, osteoarthritis and endometriosis outcome was unknown and the alopecia had resolved. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flank pain, menorrhagia, osteoarthritis, urinary tract disorder, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 292 kgs. Hysterosalpingogram - on (B)(6)2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : urinary tract infection, menorrhagia. Lot # reported (247707) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('flank pain') in an adult female patient who had essure (batch no. 247707 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and breast cancer. Concurrent conditions included paratubal cyst, right lower quadrant pain, hypertension, amenorrhea, uterine bleeding, morbid obesity and adenomyosis. The patient also had a family history of breast cancer. Concomitant products included ibuprofen and norethisterone (micronor)(B)(6) 2012 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/heavy periods"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced endometriosis ("other injury (ies) or complication (s) : endometriosis"). On an unknown date, the patient experienced flank pain (seriousness criteria medically significant and intervention required), uterine enlargement ("other injury(ies) or complication (s) please describe: enlarged uterus"), osteoarthritis ("osteoarthritis"), malaise ("sick"), gastrointestinal infection ("stomach bug"), urinary incontinence ("my urine comes and dribbles down my leg"), hypomenorrhoea ("light periods"), muscle spasms ("I get this strong cramp"), scoliosis ("I also suffer from mild scoliosis"), pain in extremity ("left foot aches") and abdominal pain upper ("I am having stomach pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2018. At the time of the report, the flank pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, uterine enlargement, osteoarthritis, endometriosis, malaise, gastrointestinal infection, urinary incontinence, hypomenorrhoea, muscle spasms, scoliosis, pain in extremity and abdominal pain upper outcome was unknown and the alopecia had resolved. The reporter considered abdominal pain upper, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flank pain, gastrointestinal infection, hypomenorrhoea, malaise, menorrhagia, muscle spasms, osteoarthritis, pain in extremity, scoliosis, urinary incontinence, urinary tract disorder, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 96.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : urinary tract infection, menorrhagia. Lot # reported (247707) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: social media received: new events were added: sick, stomach bug, my urine comes and dribbles down my leg, light periods, I get this strong cramp, I also suffer from mild scoliosis, left foot aches, I am having stomach pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of flank pain ('flank pain') in an adult female patient who had essure (batch no. 247707) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy and breast cancer. Concurrent conditions included paratubal cyst, right lower quadrant pain, hypertension, amenorrhea, uterine bleeding, morbid obesity and adenomyosis. The patient also had a family history of breast cancer. Concomitant products included ibuprofen and norethisterone (micronor) (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced endometriosis ("other injury (ies) or complication (s): endometriosis"). On an unknown date, the patient experienced flank pain (seriousness criteria medically significant and intervention required), uterine enlargement ("other injury(ies) or complication (s) please describe: enlarged uterus") and osteoarthritis ("osteoarthritis"). The patient was treated with surgery (hysterectomy (full), salpingectomy (one side removal of fallopian tube),). Essure was removed on (B)(6) 2018. At the time of the report, the flank pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder, fatigue, uterine enlargement, osteoarthritis and endometriosis outcome was unknown and the alopecia had resolved. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flank pain, menorrhagia, osteoarthritis, urinary tract disorder, urinary tract infection, uterine enlargement and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 292 kgs. Hysterosalpingogram - on (B)(6) 2015: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2019: pfs received: previous reported event ¿injury nos¿ replaced with flank pain. New event added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, other injury (ies) or complication (s) please describe: enlarged uterus, osteoarthritis, hair loss and endometriosis. Lot number, lab data, concomitant medication and condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.